Manufacturer narrative:
The supplier applied voltage to the meter in question and found that 2 electrical components (diodes) of the meter were damaged (burnt). The battery charger was also damaged. It was found loose inside the meter case. Another contour usb meter was tested by bayer to see if the failure could be reproduced. For this particular meter, the battery charger got extremely hot when power was supplied and caused the temperature of the usb connector to reach 95 degrees celsius in about 30 minutes. This malfunction is believed to be caused by reversed polarity.

Event description:
A sales representative in (B) (4) was demonstrating a contour usb meter in a pharmacy and noticed the usb port became very warm to the touch. There were no adverse events alleged, so the complaint did not meet the criteria to be reported. The meter was returned to bayer and the supplier for evaluation.